Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0l7df, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported via a manufacturer representative (rep) that they had symptom return and could not feel stimulation. The patient had a lack of symptom relief and the practice could not troubleshoot an appropriate program and amplitude level for the patient to regain a therapeutic level of stimulation. The patient had urinary frequency. Impedances and a battery check was performed on (B)(6) 2015. There were no impedances and the battery life was 80%. The health care professional (hcp) said that the nurse tried all programs and all configurations to get the patient to a therapeutic level. As a result, the patient had a replacement. Surgical intervention did occur. The issue was resolved at the time of the report. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.